Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found a defective drawer controller and printed circuit board. The fse replaced the drawer controller and the printed circuit board. The unit was tested using the hardware testing application and passed the operational check. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 6 and all cubies in the drawer had failed and were not detected on the bus. The customer attempted to recover the drawer, but all recovery efforts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.